Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. There was no need for third-party assistance. Reportedly, the customer failed to properly cycle the cartridge, and was using cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that insulin should be at room temperature before filling a cartridge. Customer changed infusion set and cartridge and resumed insulin.